Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative type 1a endoleak is confirmed. The malposition of the first sealing ring and left renal artery occlusion are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for these events are user related. The off label neck likely contributed to the type ia endoleak and renal artery occlusion. The taper of the neck was 28.3% (should be less than or equal to 10%), the neck was short at 4mm and the angulation of 72 degrees (should be less than or equal to 60 degrees). The final patient status was reported to be stable and discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, a type ia endoleak was observed. In addition, the main body graft tilted to the right and the sealing rings covered the left renal artery. The physician elected to balloon the stent graft and while the endoleak resolved, the renal remained occluded. The patient is reportedly stable and has been discharged.